Event description:
Device diagnostic testing at office visit in 2002 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Programmed output current was reduced and subsequent device diagnositc testing was within normal limits. Chest x-ray reviewed by neurologist 10 days later did not reveal any discontinuities in the ncp system. Device diagnostic testing at office visti 2 months later again resulted in high lead impedance readings (dc-dc code 7 and limit) both at 3.0ma output current and at 0.75ma output current. The elective replacement indicator was still no, indicating that the generator was not at end of service. The test results were initially misinterpreted as an indication of generator end of service and the patient was initially scheduled for generator replacement surgery. Further follow up revealed that neurosurgeon plans to perform revision surgery during which the generator/lead connection will be checked and a possible lead fracture will be looked at. Information to date suggests that there may be a lead break and that the lead may be replaced.